Manufacturer narrative:
Patient information was requested, but customer did not provide.

Event description:
The customer reported that during patient transport, the ventilator shut down and alarmed with data acquisition pcba adc reference failed. The customer reported that the unit was in use on patient, but there was no patient harm reported.